Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 569 mg/dl, vomiting, and a high ketone level identified as dangerous by healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolved the issue with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate method of insulin.